Manufacturer narrative:
Concomitant medical products: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(4). A representative went to the site to preform system check out. It was noted that the system would not drive. They replaced the power conversion enclosure, reseated dead-man switch connections at system control board. The system preformed as intended the power conversion enclosure was returned and they were able to confirm the reported issue. It failed the bench test and two of the transistors were shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was unable to move the system using the motor movements. They tried rebooting the system, but still were unable to move it. They used the clutch to engage the manual movement mode and were able to move it that way. They also said it was intermittently beeping. This was reported outside of a procedure. There was no patient involved.